Event description:
It was reported that approximately 27 months after the xience stent implantation in the mid-left anterior descending coronary artery, the patient began experiencing shortness of breath. The patient was referred to cardiology and subsequently underwent percutaneous coronary angioplasty in the target lesion about 4 months later. Symptoms resolved, and the patient was discharged the following day. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Restenosis is a known adverse event as listed in the xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.